Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott to report unsuccessful calibration of the axsym rubella igg assay and obtained error code 1048 (calibrator check failure, calibrator a/b ratio too large) after receiving a new lot of rubella reagent. The customer ordered a new lot of calibrators, attempted calibration and observed the same error code. The abbott customer technical advocate reviewed asxym message history and troubleshooting procedures and determined there were no issues. The customer observed a different error code 6005 (lamp intensity out of range) during an axsym run, replaced the lamp, performed the optics verification and achieved successful calibration. Upon recalibration, the customer obtained error code 111 (calibration check failure, master calibrator 1, too large). The customer centrifuged the master calibrators and achieved successful calibration. Abbott field service was sent to the customer site to replaced axsym optics and attempted several unsuccessful rubella calibrations and elevated investigation of the issue. There was no impact to pt management reported by the customer.